Manufacturer narrative:
There is no additional information about the event as yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Upon inspection, an old version main switch was found to be stuck. The video connector had a worn out locking mechanism. This causes unsecure connection. Evaluation conclusion is that the power issue was caused by an old version of the switch.

Event description:
As reported for this event, during preparation for use, the button on the power brick of the device had an issue. At first, the power button was stuck and would not turn on; once on the power button would not turn off.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue was that the power button was stuck and would not turn on; once on the power button would not turn off. Upon inspection, an old version main switch was found to be stuck. The video connector had a worn out locking mechanism. This causes unsecure connection. Evaluation conclusion is that the power issue was caused by an old version of the switch. In the past a CAPA had been opened for power switch failure and a countermeasure put in place to address the issue. It was confirmed that design change was performed for improving durability related to the power switch failure. The countermeasure products have been shipped since november 18, 2013. The subject device was delivered in september 2013. Since this event is considered to have been caused by design, all products shipped before november 18, 2013 are considered to be the target extent of the impact. The switch part is considered to have been damaged due to long-term use. For the connection failure due to wear of locking of endoscope connectors the possibility of damage is low under normal use. It is highly probable that excessive loads outside recommended use conditions were applied instantaneously and contacts were damaged. The instructions for use includes the following statements for power switch failure: before each procedure, inspect the device as instructed below. Should any irregularity be observed, do not use the device and see chapter 8, ¿troubleshooting¿. If the device with any irregularity is used, the device may malfunction or be damaged, and an electric shock and/or burns can result. The instructions for use includes the following statements for connection failure due to wear of locking of endoscope connectors never apply excessive force to connectors. This could damage the connectors.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device was delivered to the user in september 2013. The instructions for use includes the following statements: failure of power supply switch. Review this chapter thoroughly, and prepare the equipment properly before use. If the equipment is not properly prepared before each use, equipment damage, patient and operator injury and/or fire can occur. Poor connection due to worn scope connector lock. Never apply excessive force to connectors. This could damage the connectors.